Event description:
Operating room rn opening sealed sterile telfa gauze package for use in surgical case and noted upon opening that there was red tape affixed to the telfa in the sterile package. The telfa/package was removed from the or and brought to the attention of charge rn and department manager. Rep notified and site awaiting instructions about product return. Manufacturer response for telfa gauze, (brand not provided) (per site reporter).